Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous external iliac artery. This 8.0 x 40, 75cm mustang balloon was selected to dilate the lesion and was inflated 1st and 2nd at 20atm, upon the 3rd inflation, the balloon rupture at its rated burst pressure. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: an initial visual examination of the balloon material identified no tears in the balloon. However, when an attempt was made to inflate the balloon, a pinhole leak was identified. The pinhole was located over the proximal markerband. A microscopic examination of the proximal markerband and of the balloon material could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous external iliac artery. This 8.0 x 40, 75cm mustang balloon was selected to dilate the lesion and was inflated 1st and 2nd at 20atm upon the 3rd inflation, the balloon ruptured at it's rated burst pressure. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at the time of event 18 years or older. (B)(4).